Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The stent delivery system was not returned for evaluation; however, there was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: death. Onset of adverse event: one day post procedure. It was reported that on (B) (6) 2010 a 2.5x15 xience v was implanted in the distal left anterior descending (lad) artery. On (B) (6) 2010, the patient expired. The cause of death was not provided. No additional information was provided.